Event description:
The customer reported low blood glucose symptoms with a result of 179 mg/dl obtained on the mobile system at 08:26. Approximately 20 minutes later, he tested 186 mg/dl, and no improvement. The physician treated the customer with "a lot of sugar," and low blood glucose symptoms improved 10 minutes later. The customer was taken to the hospital as a precaution, and tested 200 mg/dl on a professional device at 13:00. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The test cassestte was not returned. No strips were returned.